Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 16 (timeout moving to take-up position) was confirmed during archive review and initial functional testing. The root cause was determined to be a seized brake gap. Brake gap was unseized to remedy the fault. In addition, not related to the reported issue, front and bottom enclosures were found to be damaged and battery lock is bent. After replacement of the damaged enclosures and battery lock, the device was further tested and passed the functional testing with no issue or faults observed. The autopulse platform is a reusable device and was manufactured in 2013 therefore, this type of damage is characteristic of normal wear and tear for the life of the device. The platform failed the initial functional testing due to error message user advisory (ua) 16 displayed when the platform was powered on. The archive data review indicated error message ua16 on the customer reported event date (B)(6) 2018. Historical complaints were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). (B)(4) reported on 02/05/2014. Brake gap was unseized to address this complaint.

Event description:
During shift check the autopulse platform displayed ua16 (timeout moving to take-up position) error message. According to the customer , the error cannot be cleared. No patient involvement was reported.